Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the pt 's counsel that the pt received a tm patella on (B)(6) 2011 and was revised on (B)(6) 2013 due to pain; however, the specific lot number of the tm patella used for the initial surgery was not identified.

Manufacturer narrative:
Although it is unk which lot of tm patella was used during the initial surgery, a review was conducted on the two possible lots provided. The mfg records indicate that they were manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.